Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with cracked/detached end cap. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to cracked or detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's side panel was detached. It was coming out while the customer was rewinding the insulin pump. Customer's blood glucose level was not reported. The device was not returned.